Event description:
It was reported that during treatment of in-stent restenosis in the rca, the cutting balloon was dialed up slowly and the balloon deployed at 12 atms for 24 seconds. Then after dialing slowly down, the balloon deflated and a 30 second wait was conducted prior to removal attempt. The catheter was gently pulled back, but the balloon would not withdraw from the stent. A little harder pull was made and the guide catheter was sucked down the vessel. Tension was relaxed and a constant pull was applied when the catheter snapped leaving 35cm in the pts body. After several unsuccessful snare attempts, the pt was sent for emergency bypass surgery. After placing a hole in the aorta, the balloon popped right out. The pt is reported as doing fine.